Manufacturer narrative:
On november 10, 2020, mentor became aware that the baker grade experienced on the left side by the patient was IV. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of surgery is (B)(6) 2021. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2021. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left capsular contracture; baker grade IV since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3504254bc; serial number (B)(6) on the left side, and catalog number 3503504bc serial number (B)(6) on the right side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on the left side, and with 275cc mentor memorygel breast implant on the right side and experienced right side pain, and breast implant rupture, and left side capsular contracture; baker grade unknown postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 6, 2022, the mentor failure analysis lab received the device for evaluation. On january 10, 2022, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV on the left and ii on the right. On january 23, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel mod-rnd 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2022, device re-evaluation was completed and summary has been updated based on re-analysis of the device below: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had a tear measuring 0.1cm within a crease/fold on the posterior view. Also, the implant looks like something white was inside the shell. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Discoloration of the implant as observed in the sample returned is related to the concentration of the triglycerides and probable free fatty acids that migrated into the gel fillers of the devices while implanted leading to discoloration of the normally clear gels. The presence of triglycerides in the gel material of the explanted device is consistent with observations of those reported in the scientific literature. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2022, mentor became aware that the patient experienced left side rupture, and right device was intact. It was mentioned in the operative report that there was cloudiness inside the left implant and small micro ruptures. "Is product problem" has been selected under field b1, and medical device problem code (field h6) has been updated to "material rupture", and "material discolored" on this form. Reason for device explant and/or reoperation: left rupture, discolored, and capsular contracture; baker grade IV. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).